Event description:
Allegedly, the first hip surgery failed for unknown reasons. (Right hip) additional information received on 10/29/2020: both invoices original and revision surgery received, product ID's were obtained. Additional information received on 10/30/2020: reason for device failure (poly liner slipped) and patient's age. Additional information received on 11/17/2020: updating implant date and adding patient's date of birth. Components not revised: dynasty® pc shell 54mm group e / catalog number: dspcge54 / lot number: 1699190. Cancellous self-tapping 6.5mm bone screw 3.0cm length / catalog number: 18080303 / lot number: 1717319. Profemur® preserve classic / catalog number: pprcle08 / lot number: 1699617.